Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the slee current measurement due to moisture damage found on the electronic assembly. The insulin pump was received with a cracked case (battery tube), cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was still having issues with battery wearing out quickly even after battery cap replacement. Customer was using the recommended battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis